Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with the distal tip measuring 43.5 cm was returned for analysis. External insulation abrasion breaching the outer insulation and exposing the outer coil due to friction to device can was noted at 5.5 cm- 6.3 cm from the connector pin. Other damages found are consistent with those occurring at the time of explant procedure.

Event description:
This report is to advise of an event observed during analysis.